Event description:
It was reported that the atrial lead exhibited intermittent loss of sensing during the implant procedure. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.